Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer, internal leakage and flow transducer tests during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage, pressure transducer and flow transducer tests during pre-use check. Our field service engineer assessed that the expiratory cassete moisture separator and the expiratory channel printed citcuit (pc) board were defective. Later it was reported that he ventilator was working without issues with the existing expiratory channel pc board and that the ventilator unit was kept under observation. No further information has been received. The conclusion in this matter is that the expiratory cassete moisture trap was defective and caused the reported pre-use check failures, but this cannot be confirmed due to lack of returned part.

Event description:
Manufacturer ref. #:(B)(4).